Event description:
In late 2008, the lay-user/patient contacted lifescan alleging that a one touch basic meter would not turn on. The patient indicated that the alleged meter issue started a week earlier, at an unspecified time. That same day, the patient replaced the meter batteries. However, the one touch customer advocate (otca) noted that the patient had inserted the replacement batteries incorrectly. On an unknown date/time after the alleged meter issue began, the patient claimed that she developed symptoms of shakiness and irritability. The day prior to original date, the patient administered self-care by consuming less food/drink(s) because of the alleged meter issue. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, and what date/time the symptoms started. In addition, it would have been helpful to know what actions the patient took before and after the symptoms started. The reported meter issue was not resolved with troubleshooting. The meter test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.